Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation . It showed no signs of clinical usage. There was evidence of blood on the device. The delivery device was returned outside of the loading device. The tension spring assembly, the anchor tab and the seal were not returned. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects.